Event description:
It was reported that the right ventricular (rv) lead dislodged, confirmed by x-ray imaging, and the pace impedance dropped from 550 ohms to 250 ohms. Subsequently, the patient underwent a revision procedure and the rv lead was explanted and replaced. The rv lead is expected to return for product analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Evidence from the field report indicates dislodgement of the lead, which is covered by the instructions for use (IFU) and is a known inherent risk of the lead.

Event description:
It was reported that the right ventricular (rv) lead dislodged, confirmed by x-ray imaging, and the pace impedance dropped from 550 ohms to 250 ohms. Subsequently, the patient underwent a revision procedure and the rv lead was explanted and replaced. The rv lead was returned for product analysis. No additional adverse patient effects were reported.